Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl. Customer¿s other blood glucose was 72 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was declined troubleshooting. Customer states that they took more insulin than prescribed to try to treat blood glucose going high earlier. Customer was already took some juices. Customer received sensor updating. The insulin pump will not be returned for analysis.